Event description:
The customer reported to olympus, poor contact b30 scope communication error code was received when using the endoeye flex deflectable videoscope. The issue was found during preparation for use. The intended treatment was completed using a similar device with almost no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error was not confirmed. The device evaluation found the control unit, the grip, the up/down - right/left plate, the switch 1, the light guide cover glass and light guide connector, the protector of the video cable section, the video connector and video connector case were all scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed b30 scope communication error. The DHR confirmed that the subject device was shipped in accordance with the specifications. The operation manual describes how to inspect for the subject events in preparation and inspection of the endoscopic system: confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the white light image (wli) and narrow band imaging (nbi) endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. A definitive root cause for this issue was not established. However, it was presumably caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor field performance for this device.